Event description:
On (B)(6) 2010, pt reported that his infusion device was giving him alerts or errors and the device would not stop beeping at him. Pt stated he removed the battery from the infusion device and inserted another battery in the device; device continued to give him alerts. Pt switched to his backup infusion device. Had pt insert a battery back into the primary infusion device; device gave an e8 (power interrupt) alert. Advised pt to press the check button 2 times to clear the error; infusion device would not respond to the button presses. Pt reported insulin did spill in the cartridge compartment of the infusion device 3 weeks ago. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.